Manufacturer narrative:
The insulin pump recognized the reservoir during the displacement test with no reservoir installed due to dry insulin on the motor slide. The prime anomaly could not be confirmed due to the displacement test anomaly. The device was received with scratched lcd window, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would rewind but would not prime. The customer stated that the piston does not move when pressing the act button to fill the tubing. She sometimes is able to resolve it by changing the battery. The customer also reported that the device has scratches on the lcd screen that make it difficult to read the display. She was unsure of how the damage occurred. Blood glucose value was 93 mg/dl. The device was replaced and returned for analysis.